Event description:
No new patient or event information received since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the one damaged kcfw sheath was returned for investigation. There was biomatter in the sidearm and various damages along the sheath, indicating use. Hemostat marks were found 2cm from the proximal hub. There were a number of kinks and minor surface damage throughout the sheath. The flare appeared normal, however it was slightly damaged and out of round. A flare gauge test was performed and resulted in the flare successfully passing. The connector cap¿s inner diameter was measured and found to be within cook specification. There was no indication of manufacturing deficiency. The damage noted was consistent with meeting resistance during insertion, removal, or manipulation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states a warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It goes on to instruct the user to ¿insert the introducer dilator over the wire into the sheath.¿ then to ¿withdraw the sheath and dilator as a unit." Based on the information provided and the examination of the returned product, investigation has concluded that this event could not be traced to the device but instead to the patient¿s condition, and unintended use error. Reportedly, the user did not reinsert the dilator prior to removal as the IFU suggests. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
The check-flo valve detached from the flexor raabe guiding sheath during an unknown procedure via groin access. It was a "normal" up and over access of the patient's common femoral artery. Reportedly, the physician pulled the sheath by the valve only, causing it to come off of the body of the sheath. The complaint device was removed in normal fashion. No blood loss occurred. The device was replaced and the patient and procedure outcome was successful as intended. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: event. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 05apr2019. This information was provided to the cook representative by one of the managers at the complaint facility. The patient's anatomy was neither scarred, tortuous, nor angled and no resistance was felt during insertion or removal of the device. The complaint device was in place approximately forty-five minutes when the event occurred. Unspecified balloons were utilized through the complaint device, but it is unknown if any other devices were in place at the time the hub detached from the sheath. The complaint device was removed by itself and not withdrawn as a unit; the dilator was also not in place at the time of removal. No blood loss occurred.